Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 4th october 2022, getinge became aware of an issue with one of surgical lights - lucea 100. It was stated the cover was cracked with missing particles. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - lucea 100. It was stated the cover was cracked with missing particles. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification due to cracked cover, leading to missing particles, which contributed to the event. Provided information does not indicate if upon the event occurrence the device was being used for patient treatment. A review of received customer product complaints related to investigated issue, revealed that there were no injuries to a user nor to a patient or operator when this particular malfunction occurred. Comparing the number of claimed devices to number of sold devices worldwide, we conclude that the failure ratio of the investigated issue is moderate. According to the subject matter expert at the manufacturer, the user can visually detect the cracks during the daily checks to be performed prior to each use, or during preventive maintenance. In this case, the user would contact a getinge representative to replace the defective cover of the affected device (ard368614998 lower cover with fork). For cleaning, the IFU (IFU for lucea 50/100 01741 rev. 10 ¿ pages 46 and 47) warns the user to not use aggressive and abrasive products. During disinfection, it is prohibited to spray the disinfectant solution directly on the device and to use inappropriate disinfectants. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation had been followed the incident would have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer reference number (B)(4).